Manufacturer narrative:
The event date is unknown. Please note that this device was used in an off-label manner as it was implanted for dystonia. Other relevant device(s) are: product ID: 3708660, serial/lot #: nkn162197v, ubd: 11-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an intermittent shocking sensation (once a month or every other month over the past year) around where the extension connects to the implantable neurostimulator (ins). The patient also thought that it may be related to some recent head pulling, but that did not correlate with the shocking sensation. There were no environmental/external/patient factors that may have led or contributed to the issue. Impedances were checked but were all normal. The surgeon decided to replace both the ins and extension. The resolution is and will be unknown unless the patient experiences further shocking sensation or significant time passes without issue.

Manufacturer narrative:
Continuation of d10: product ID 3550-29 lot# unknown product type accessory product ID 3708660 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2022. Product type extension. H3: analysis of the ins had shown that it passed all testing and there were no significant anomalies. Analysis of the extension had shown that there was foreign material present on the setscrew but not distinguished as a significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.